Manufacturer narrative:
(B)(4).

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported during the index procedure, after implanting the endurant 28x14x103 stent graft, a type ia proximal endoleak was observed. The physician elected to implant an endurant 28x28x49 stent graft cuff. It was reported that the physician intentionally implanted the endurant 28x28x49 stent graft cuff in a position that partially covered the left renal artery. It was reported that the final angiogram revealed the type ia proximal endoleak was resolved. Per the physician, the cause of the type ia proximal endoleak was due to the neck angulation which caused the endurant 28x14x103 stent graft to be lower on the right side of the aorta. No additional sequelae were reported and the patient is fine.